Manufacturer narrative:
Device evaluated by MFR: the ureteral stent device was returned to our post market quality assurance laboratory. Media inspection identified that the picture attached showed what seems to be part of the stabilizer, however, the reported allegation is not clearly seen with the evidence provided. Visual inspection identified that the stent does not have any visual damage and both pigtails returned in good condition. The cannula did not return for analysis. Functional inspection was performed and a mandrel of 0.039 in was inserted in the stent to extend the pigtails and the mandrel passes smoothly. Also, the drainage holes do not look obstructed. In general, no issues were found on the device. This concludes the product analysis.

Event description:
It was reported that the procedure was cancelled. This flexima? Drainage catheter system kit was selected for a ureteral stent injection procedure. During the procedure, the dual layer portion of the distal tip was not inserted into the 8fr sheath. The procedure was not completed due to this event. There were no patient complications as a result of this event. It was further reported that the distal layer portion could not be advanced into the 8fr sheath. The physicians had to cut off the problematic section with scissors before completing the procedure.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional informationc2/d10 - concomitant product/therapy: updated.

Event description:
It was reported that the procedure was cancelled. This flexima? Drainage catheter system kit was selected for a ureteral stent injection procedure. During the procedure, the dual layer portion of the distal tip was not inserted into the 8fr sheath. The procedure was not completed due to this event. There were no patient complications as a result of this event. It was further reported that the distal layer portion could not be advanced into the 8fr sheath. The physicians had to cut off the problematic section with scissors before completing the procedure.

Event description:
It was reported that the procedure was cancelled. This flexima? Drainage catheter system kit was selected for a ureteral stent injection procedure. During the procedure, the dual layer portion of the distal tip was not inserted into the 8fr sheath. The procedure was not completed due to this event. There were no patient complications as a result of this event.